Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was implanted with this pacemaker and had pericardial effusion from the procedure. This pacemaker remains in service. No additional adverse patient effects were reported.